Manufacturer narrative:
As reported, during second inflation; the physician tried to inflate an 8mm x 4cm x 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter at 12 atmospheres (atm) for 20 seconds. However, it ruptured when it was inflated approximately 15 seconds. An intravenous ultrasound (ivus) and contrast showed that the lesion was inflated enough, therefore, the procedure was completed as it was without adding inflation. There was no reported patient injury. The lesion was the right common iliac artery. An approach was made from the right common femoral artery. The device was intended to be used for post-dilation. The physician inflation inflated it at 8 atm for 20 seconds as the first inflation. After that, since the inflation was not enough, second inflation was performed. The product was not returned for analysis due to hospital regulation. A product history record (phr) review of lot 82177558 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending, and will be submitted within 30 days upon receipt.

Event description:
As reported, during second inflation; the physician tried to inflate an 8mm x 4cm x 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter at 12 atmospheres (atm) for 20 seconds. However, it ruptured when it was inflated approximately 15 seconds. An intravenous ultrasound (ivus) ,and contrast showed that the lesion was inflated enough, therefore, the procedure was completed as it was without adding inflation. There was no reported patient injury. The lesion was the right common iliac artery. An approach was made from the right common femoral artery. The device was intended to be used for post-dilation. The physician inflation inflated it at 8 atm for 20 seconds as the first inflation. After that, since the inflation was not enough, second inflation was performed. The device will not be returned for evaluation due to hospital regulations.